Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the ipg was inoperable due to the patient not recharging the device. It is unknown when the ipg was last recharged or when the patient last received therapy. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced.